Manufacturer narrative:
The customer reported a drip coming from the probe. The customer replaced the probe wipe to fix the leak. (B)(4). The customer fixed the instrument.

Event description:
The customer reported an uncontained probe drip of about 0.5 cc from the coulter act diff 2 analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.